Event description:
It was reported that a malfunction occurred with the code malf 0, accompanied by fault ID 0x277d. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and no recurrence of the malfunction was observed after the reset. The customer was advised to continue using the pump and to report any future occurrences of malfunction codes. No further information regarding the outcome of the event is available.